Event description:
It was reported that a malfunction alarm occurred with malfunction code malf 0. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, so the impact is unknown. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was allowed to continue using the pump and was instructed to call back if the issue occurred again.